Event description:
It was reported that during a low anterior resection procedure, the first device was opened and it did not have any staples in it. The second device was fired and some staples fell out after it was fired making the staple line incomplete. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.